Event description:
It was reported that during a lung transplant with the tidal volume set at 800cc and peep set at 5, when the peep was changed to 8, the tidal volume automatically switched to 200cc without being adjusted. The machine was switched to manual ventilation. However, the bag reportedly did not inflate. An ambu bag was used to ventilate the pt until an alternate source of mechanical ventilation was brought into the room to complete the case. The machine was put back into operation with no problem found prior to being returned for eval.